Event description:
It was reported to manufacturer by facility. Per facility they have had another issue; but a different issue with the same make and model lift as last month. Facility stated that when a resident is on board the lift, front wheel is actually raised off the ground, the fame is twisted. They also stated that the heaviset patient would have used this lift is 340 lbs. No injury per facility, but could have been one if the c.n.a. Was not right there and noticed that something was wrong with the lift.